Manufacturer narrative:
Patient information is unknown. Date of event is unknown. (B)(4). Explant date is unknown. Telephone number: unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot number l126674. Manufacturing location: (B)(4). Date of manufacture: 11.oct.2016. Expiration date: 01.sep.2026. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device (semi finished product lot l097124 and finished product lot l126674). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was injured on (B)(6) 2015 and had an osteosynthesis operation by using competitor¿s intramedullary nail on (B)(6) 2015. Due to delayed bone union, the patient had a surgery for pseudoarthrosis by using competitor¿s humeral plate on (B)(6) 2015. It was found on (B)(6) 2017 that the plate was broken. The philos humerus plate (5 holes) in question was then used to re-fix the bone on (B)(6) 2017. On (B)(6) 2017, it was found that there was a breakage of the philos plate in question. After the broken plate was removed, bone grafting and fixing surgery were performed using an intramedullary nail. According to the doctor¿s opinion, the fact that the patient was alcoholic and smoker had been considered as the cause of bone non-union. The surgeon also pointed out that the surgeon however never experienced the breakage of the implant a month after the bone fixation surgery. No delay in surgery was reported, patient status is ok, device was explanted on an unknown date. Concomitant device: unk quantity of unk screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing evaluation was completed. Returned plate was received broken and had marks and scratches visible on the surface. The device history record (DHR) does not show any abnormalities. Everything was produced in specification as it should. Measurements of the critical features were taken on the complaint part. This confirmed the results of the DHR. The plate (part# 441.903s, lot # l126674) was produce as it should. No abnormality in process was found. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality investigation: received device was forwarded to the responsible manufacturing site for further evaluation with the following results: as received condition: the plate is broken approx. In the middle. Marks and scratches are visible on the surface. Dimension: the dimensions of the broken philos 3.5 5ho titanium plate were as far as possible checked and found to be in compliance with the valid technical drawings and specification. Material: the examination of the raw-material certificate showed no deviations. The values were in compliance with ao/asif specifications and with the international standard of titanium ti-cp grade 4. The broken surface does not show any anomalies of materials structure, what indicates material conformity as well. DHR review: the DHR review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The lot in question was manufactured with a lot size of 20 pieces in october 2016 and we are not aware of any quality issues or failures caused by a faulty product. To date we are not aware of any other similar complaints related to the article and lot number in question. Conclusion: we can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. Neither a manufacturing nor a material related fault was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.